Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the scrotum and infection. The ipp was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).